Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was at 10% charge and the customer plugged it into a power source to charge. While connected to the power source the pump shut off. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. The pump appeared to be charging however did not come back on after at least 20 minutes of charging. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.